Event description:
A 48 yr old wg2p2 female status post bilateral subglandular. 3/8/1982 inframammary 225:60 cc heyer schulte bilumen positive systemic diagnosed rheumatoid arthritis since implantation also fibromyalgia-positive arthralgias, arm stiffness, myalgias, dysesthesias/parasthesias, spasms, swelling, fatigue, sleep disturbance, hot flashes, headaches, visual problems, dizziness, memory loss, sicca, hair loss, sensitivity cold/ positive raynaud's), chemicals, chest pain, weight gain, gi problems, easy bruising, & decreased libido. Otherwise healthy. Hepatitis c (chronic active, lfts stable) & smokes.